Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer had called for assistance with prime. He explained he was in the hospital due to his feet being swollen and the insulin pump was taken off during that time. During the prime process, the customer reported that the insulin pump alarmed no delivery. Blood glucose value was 127 mg/dl. During troubleshooting, the customer changed the infusion set and then the reservoir but still received a no delivery alarm during manual prime. He was advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.